Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through (B) (4) sales rep. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device has not been returned for evaluation.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Event description:
An intermate lv 250 device was received by baxter on (B)(6) 2010 with a ruptured reservoir. According to the customer, it is unknown when this event occurred and it is unknown if there was patient involvement. The customer did not report any patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
Reportedly, the device was explanted. The reason for explant was learned to be stenosis and calcification. Device is available for return, however, it was not placed in solution and was "sectioned" at the hospital. Information was learned via e-mail from (B) (4) sales representative. An operative report will be requested by the sales representative. Serial numver and model numbers are unknown. The patient also had another device explanted (from the aortic position), (B) (4), serial number is also unknown.

Manufacturer narrative:
(B) (4). Submitted under manufacturer report number: 2015691-2010-13530.

Manufacturer narrative:
Evaluation summary: moderate to heavy calcification is evident in the belly region of all three leaflets. Minimal to moderate calcification is detected in the right coronary and the left coronary leaflets. As received, the valve exhibits cut out in the tissue. The sections that are missing, possibly for pathology testing, measure to an average of approximately 4mm at the free margin by 1cm into the belly area. Extrinsic calcification is detected at the cut out region of the right coronary leaflet. The non-coronary leaflet exhibit 2 cuts that measure to approximately 5mm and 9mm at the free margin and belly region; also the left coronary leaflet exhibit a cut that measures to 6mm. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 2mm. Host tissue overgrowth its minimal at the stent outflow and moderate at the stent inflow. The x-ray demonstrates calcification. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.